Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during the surgery the tip of the broach broke and then collapsed into the femoral canal. Additional information received on 09/30/2022: the tip broken could not be removed and it is still inside the patient.

Event description:
Allegedly, during the surgery the tip of the broach broke and then collapsed into the femoral canal. Additional information received on 09/30/2022: the tip broken could not be removed and it is still inside the patient.